Manufacturer narrative:
(B)(4). This is report 2 of 3 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by consumer in the USA of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). Action taken with dianeal therapy was not reported. During a call with baxter customer services, the following was reported. On an unreported date a year ago, the patient experienced peritonitis. The cause of the peritonitis was not reported. Treatment rendered was not reported. The outcome of this peritonitis event was not reported.

Manufacturer narrative:
(B)(4). A batch review was conducted for the potentially associated lot number h11c16098, h11f28047, h11g25033, h11h19059, h11h18044, h11i07086, h11j03043. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.